Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results with the subject meter compared to two other meters (ot ultra and hospital meter). No results were provided for any meter. This complaint is being reported because the unspecified results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.